Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at a concentration of 2200 mcg/ml at a dose of 996.4 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that the pump is nearing the end of life and it may not be replaced. The patient is being weaned off the intrathecal baclofen (itb). The patient was put on other medications and was going to receive more medications. A colostomy may be placed in the patient. It was also reported that an ulcer sore stage 3-4 occurred that began years ago. The healthcare provider (hcp) "closed the flap" with surgery, but then it "poked through and opened up again." The patient has been on tizanidine for restless leg syndrome, which began 10 years ago. The hcp also wants to do an epifix/stem cell procedure, but the patient has a lack of controlling her bowels and the medicine has to stay in her rectum for one week. The hcp was worried about replacing the pump over infection concerns, but no infection was going on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.